Event description:
It was reported that during implantation / application of the preloaded intraocular lens (iol) a piece of plastic was injected into the eye. The piece of plastic was removed and there were no complications. There was no impact to the patient. Account indicated that the patient is well. The piece of plastic is available for return. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable - lens remains implanted. Therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 24-mar-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the original folding carton, directions for use (dfu), implant identification card, implant notification card, and a gauze were received. Visual inspection under magnification was performed on the received gauze revealing a white material adhered to a piece of tape. The investigation showed the material was composed of polypropylene. The fourier transform infrared spectroscopy (ftir) spectrum raw data output file was compared against the manufacturing process ftir library and 10 results showed a correlation with materials used during manufacturing. Conclusion: based on the complaint investigation results, a product malfunction and product deficiency was confirmed. A nonconformance was initiated to further investigate the issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.